Manufacturer narrative:
Engineering analysis was completed and determined that there was an alert regarding the rf calibration, which could potentially result in high power consumption of the device. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Boston scientific received information that following unsuccessful remote interrogations with two different communicators, this patient presented to the clinic. The device was able to be interrogated with a programmer, but telemetry was lost once the wand was removed. It was confirmed that radio frequency (rf) mics telemetry was enabled on the programmer. Boston scientific technical services (ts) recommended saving the device memory to a disk and sending in for engineering analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported clinical observation.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received indicated that surgical intervention was performed and this device was explanted and replaced. No additional adverse patient effects were reported.